Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of "high" on cgm; due to needing settings adjustment. Bg was addressed by correction bolus via pump and manual injections. Reportedly, customer experienced muscle pains and stomach pains due to high bg. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.